Event description:
It was reported that patient faced cannula issue on (B)(6) 2026 as the cannula was found bent which led to high blood glucose level (370 mg/dl) that was treated with insulin pen. The event occurred on the first day of insertion and the site of insertion was lower back.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.